Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the wsh check valve which resolved the issue. Return testing was not completed as returns were not available. The instrument¿s service history review revealed a no further reports of discrepant magnesium results after the part was replaced. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending of the wsh check valve did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the wsh check valve was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: sids (B)(6).

Event description:
The customer observed falsely depressed magnesium results generated on the architect c4000 processing module for multiple samples. The following data was provided: (B)(6) 2021 sid (B)(6) initial result = 0.8 mg/dl, repeat = 1.9 mg/dl. (B)(6) 2021sid (B)(6) initial result = 1.0 mg/dl, repeat = 2.3 mg/dl. (B)(6) 2021sid (B)(6) initial result = 0.6 mg/dl, repeat = 1.5 mg/dl. (B)(6) 2021sid (B)(6) initial result = 0.6 mg/dl, repeat = 1.8 mg/dl. (B)(6) 2021sid (B)(6) initial result = 0.9 mg/dl, repeat = 1.8 mg/dl. (B)(6) 2021sid (B)(6) initial result = 1.0 mg/dl, repeat = 2.0 mg/dl . No impact to patient management was reported.